Event description:
The customer stated that she was hospitalized twice due to diabetic ketoacidosis. The customer's blood glucose reading during the first event was 673 mg/dl, and during the second event it was 981 mg/dl. Troubleshooting was performed, and initially no insulin exited during the prime test. However, after changing the infusion set and reservoir, the prime and high pressure tests passed. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly, and passed all functional testing. After testing, it was concluded that the device operated within specifications.